Event description:
The patient contacted animas on (B)(6) 2014, reporting that they returned pump five years ago because they accidentally gave themselves 100 units of insulin. The patient stated that they do not recall the series of events. The patient stated that all they remember was that they were at dinner and went to give a five unit bolus and ended up giving 100 units. The patient stated that they went to the emergency room and was seen for five hours and released. The patient discontinued the pump at that time. The patient was unsure what their blood glucose (bg) dropped down to and how they were treated. This report is being made due to the hypoglycemic event the patient experienced that resulted from the patient accidentally giving themselves 100 units of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient accidentally giving themselves 100 units of insulin).